Event description:
It was reported that the patient felt a painful burning sensation at the implantable neurostimulator (ins) site. The patient was given a brace to wear so that the two leads would not shift or move. At the initial time of report, it was noted that the patient had the brace on. When the device was on, it was burning his back and it felt like someone was ¿lighting a cigarette on his skin.¿ the device was not off at the time of report, and the patient did not feel the burning sensation when the device was off. The device was to be turned off until additional instructions were provided. It was further reported that there was some swelling, and the patient still had stitches and adhesive strips there. The problems had started when he had lain on the bed. At first, it was thought that the ins site was wet; then, it felt like a cigarette burn. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).